Manufacturer narrative:
Patient weight is unknown. The 510k: 1 unknown screw locking 3.5mm locking screw. Part and lot number are unknown; UDI number is unknown. Implant date is unknown. Explant date is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number, the device history records review could not be completed. The manufacture date is unknown. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a screw broke during a proximal humerus fracture with intramedullary nailing on (B)(6) 2017. A multiloc humeral nail system was used. Upon final x-ray, the surgeon observed that the 4.5mm multiloc screw was too long, which had a 3.5mm locking screw locked into the head. In order to remove the 4.5mm multloc screw, the 3.5mm locking screw needed to be removed. Upon removal attempt, the 3.5mm locking screw was locked too tight and the multiloc screw was turning. The surgeon inserted a centering sleeve into the 4.5mm multiloc screw and held the sleeve with pliers to stop rotation. Another attempt was made at removing the 3.5mm locking screw¿ length unknown. The screw head broke off and was removed from the patient. The remaining shaft of the 3.5mm locking screw remained in the patient. The 4.5mm multiloc screw was removed successfully, and replaced with a shorter length. Another 3.5mm locking screw was inserted successfully without interfering with the broken shaft of the previous screw. There was a surgical delay of 5 minutes. No patient harm reported. Patient outcome was good. No additional information is available. Concomitant devices reported: one (1) 4.5mm multloc screw (part # 4.019.046, lot # unknown), 1 center sleeve (part # 03.019.019, lot # unknown), pliers (part # unknown, lot # unknown, quantity unknown). This report is for 1 unknown screw locking 3.5mm locking screw. This report is 1 of 1 for (B)(4).

Manufacturer narrative:
Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.